Event description:
It was reported that the customer passed away. Daughter stated that she was wearing the insulin pump when she passed away and her blood glucose was 32 mg/dl. Customer's daughter stated the customer had a massive heart attack and the cause of death was heart attack and respiratory failure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.